Manufacturer narrative:
On 19-jun-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve on the vizigo¿ sheath white piece was damaged and was bleeding back. The wire was pushed back in but the medical team was unable to stop the back bleed. The vizigo¿ sheath was replaced and the issue was resolved. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. According to the picture provided by the customer, the hemostatic valve was observed dislodge; however, visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. An irrigation test was performed and water leakage was observed from the valve, no bubbles were observed. Due to the finding, the complaint was investigated thru an escalation process. Device history record was performed for the finished device 60000042 number, and no internal actions related to the reported complaint condition were identified. The issue reported was confirmed as the damage observed on the valve could be related to the issue reported by the customer odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-may-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, on 7-jun-2023, the photo analysis was completed. Device investigation details (for photo): a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. Device history record was performed for the finished device 60000042 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. Refer to the analysis of the physical device for further investigation. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve on the vizigo¿ sheath white piece was damaged and was bleeding back. The wire was pushed back in but the medical team was unable to stop the back bleed. The vizigo¿ sheath was replaced and the issue was resolved. The procedure was completed without patient consequence. After the case ended they took a closer look at the issue and confirmed that the hemostatic valve was dislodged inside the hub. The brim cap/hub were not detached. No air entered the patient. The bleed back was approximately 10cc. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).